Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: the black box data begins on (B)(6) 2015. The data from the time of the alleged issue is unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump was manually occluded during testing and the pump emitted the appropriate audio-visual alerts. The occlusion alarm feature was found to be functioning properly during investigation. The complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that their blood glucose (bg) was over 600 mg/dl with no symptoms on (B)(6) 2014. It was reported that the patient experienced a bent cannula on their infusion set with no alarms from the pump to notify them. The patient stated that they treated the high bg with insulin injections and the bg returned to normal range after several hours. At the time of the call, the user was off of the pump and using an alternative method of insulin delivery. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy due to the pump not emitting an occlusion alarm.